Event description:
It was reported that the 9900 system had poor image quality. No pt injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when add'l details become available. This MDR is related to ge healthcare complaint.